Manufacturer narrative:
(B)(4). Results/conclusions - based on evaluation of user facility information and the returned sample - based upon evaluation of undamaged sections of the returned sample. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt revealed the urethane layer had been sheared off the wire in the distal direction on approximately 42 - 195 mm from the distal end. The piece of sheared urethane layer measured approximately 153 mm. Magnifying inspection of the urethane-sheared segment on the shaft found that the shear cross-section of the urethane layer had a smooth surface. Magnifying inspection of the sheared piece of urethane layer found that the cross-section had a smooth surface with the generation of a groove on the middle part. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturing specifications. The urethane outer layer on the undamaged area was sheared off the wire intentionally for the purpose of checking the state of adhesion of the urethane layer to the core wire. No anomalies were revealed. A reproductive test was conducted. A current guidewire m product sample was inserted into a metallic material and withdrawn from it. The urethane coating was sheared from the product sample. The sheared cross-section surface of the urethane layer was confirmed to be in the smooth state with the generation of a groove on it. A review of the device history record and the shipping inspection record of the involved product /lot# combination confirmed that there were no indications of production-related problems or any nonconforming indications in the shipping inspection results. A review of the complaint files confirmed that this involved product /lot# combination has not been reported previously. Investigation results verified that the actual sample did not have any inherent deficiencies which could have contributed to this complaint. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, based on the investigation findings and the reported state of use, it is likely that the metallic needle used in combination with the actual sample came into contact with the actual sample and in this state, the actual sample was withdrawn from it, resulting in the damage observed on the actual sample. The device labeling does address the potential for such an event in the warnings section of the instruction for use by stating as follows: "do not manipulate and/or withdraw the guide wire m through a metal entry needle, a metal dilator, or a metal guide wire inserter. Manipulation and/or withdrawal through an entry needle, a metal dilator, or a metal guide wire inserter may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported guidewire fracture. Follow up communication with the user facility reported the following information: the distal tip of the wire was ruptured during the intervention; the ruptured part of the wire was captured; and the patient was not harmed.